Manufacturer narrative:
On (B)(6) 2010, the operator called the beckman coulter call center. The call center personnel recommended personal protective equipment (ppe) before troubleshooting. Operator stated power-var ups needed replacement because, batteries had died. Call center personnel documented the serial number and referred operator to power-var's toll free number. On (B)(6) 2010, the field svc engineer installed the new power-var ups. Root cause may be attributed to user error during the handling of the ups. A review for similar occurrences was conducted. There were no other similar events. This reportable event was identified during a retrospective review conducted between 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported an injury occurred when moving the uninterrupted power supply (ups) connected to the coulter lh 750 hematology analyzer. The injury occurred to the operator's finger while moving the ups to locate the serial number. The operator went to the emergency room and a splint was applied for a sprain. There were no broken bones. The operator was able to return to work the following day.